Event description:
The director of respiratory care reported that during a pt room move, the ventilator was powered off and the pt bagged manually while moved to another room. After the move the ventilator was reconnected into the o2 wall source and allegedly there was a 'blowing noise' at the rear of the ventilator. The ventilator was powered off & on, and the noise stopped. The ventilator was placed on the pt and it was reported that the pt circuit "collapsed." The ventilator then went vent inop and alarmed. The pt was taken off the ventilator which was powered off & on, and again went vent inop and alarmed. The ventilator was removed from use, and the pt placed on another ventilator. The customer reported the pt then started to bleed bright red blood out of the tracheostomy tube. The pt's breath sounds were tight with wheezing, and the o2 saturation dropped from the high 90's down into the 80's. Fio2 was increased from 40% to 60% and the o2 saturation rose back into the 90's. Chest x-ray was negative. Ent reported the tracheostomy was ok. Arterial blood gas reported co2 up 10+mmhg and po2 approx 80mmhg. The respironics service tech was unable to duplicate the reported vent inop condition but confirmed a diagnostic code in log history indicating a vent inop occurred due to a pressure sensor failure. The service tech replaced the sensor pcb and analog pcb as a precaution. The service tech replaced the oxygen regulator due to a small leak heard when the oxygen line was connected during eval. Performance verification testing was completed and all tests passed per per operating specs.

Manufacturer narrative:
The trending card was removed from the ventilator and the data analyzed by factory clinical and marketing personnel. The data revealed no negative pressure occurring when the pt was placed on the ventilator after being moved to another room. The customer reported there was an inline suction catheter in place within the pt circuit.